Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a no delivery alarm during the fill tubing process. The customer's mother stated the alarm was resolved by changing the infusion set. Customer's blood glucose was 115 mg/dl. The customer's mother also reported their meter would give inaccurate readings. The mother stated the meter would read 40 mg/dl and another meter would read 70 mg/dl. Customer was transferred to bayer to troubleshoot for their meter. No additional information provided.